Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device fails to power on. There is no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported the device fails to power on and displays error code 20. There is no reported patient involvement.